Event description:
I began first use of a fisher paykel icanaan model CPAP. After six hours of sleep, I awoke to have an allergic reaction beginning to shut down my respiratory system. The unit air output has a very strong plastic odor (like vinyl plastic, must like a new shower curtain). My breath smelled like plastic for several hours after going off therapy. I have contacted the supplier and my physician, but did not feel they were putting my safety first. I cleaned the tube, but the smell is coming from the pump. What reports have you received? What should I do? I am a retired quality professional and cannot believe a unit like this one passed qualification testing. Something is very wrong. (B)(6).